Manufacturer narrative:
Continuation of d10: product ID 3058 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that yesterday they had both of their implanted neurostimulators removed surgically. Patient said that they ended up with an ostomy because the fecal incontinence got to the point where the stimulators were no longer working. Patient also said that the battery was going out of the internal unit of the ins for their bladder. 2025-nov-03 lfc (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown if the issue was caused by normal battery depletion.